Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine via an implanted pump for non-malignant pain. It was reported that ¿a couple of times" the patient had gone through withdrawal, starting a year ago. It was noted the pump logs show everything was working well. It was reported when the patient used the personal therapy manager (ptm) to give a bolus, at different times it would stop at 8% when communicating. The patient would close out of the app and when he opens it again it showed that a bolus was delivered but the patient did not feel relief. The pump logs confirm that a bolus was given the most recent times this happened last week. Agent reviewed with caller some best practices to share with the patient when using the ptm. Reviewed how to reset the communicator and handset. Additional information was received from the company representative (rep) reporting that the latest software was used at time of event. The patient stated/reported he had withdrawal systems a couple times in the last year. He noticed these symptoms shortly after giving himself a bolus with his personal therapy manager (ptm). The patient stated the ptm seemed to stall, so the patient closed it out and tried again, but it stated the bolus was complete. No issues with the device/ptm were noted. The cause of difficulty communicating with ptm was unknown. They cleaned up, closed everything on ptm and everything seemed to be working fine. They had not heard from the patient or the office since this patient's appointment. The event was resolved at the time of this report. Additional information received from the manufacturer representative (rep) indicated that the previously reported information was confirmed with the physician account.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.